Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified error message was reported with the abbott diabetes care (adc) device, and the customer was unable to obtain glucose readings. As a result, the customer experienced confusion and a loss of consciousness and was unable to self-treat, requiring third-party assistance. The customer's caregiver called an ambulance, and healthcare professionals administered two injections of glucagon and three servings of juice on (B)(6) 2026 at approximately 03:00. There was no report of death or permanent impairment associated with this event.